Manufacturer narrative:
H6, the investigation is ongoing. - code b15: ongoing communication with the field, and the imaging data is available for evaluation. The implanted device remains implanted, but the catheter is able to return. No product evaluation is completed yet. The catheter is in transit to gore. No preliminary results are available yet. C.1: suspect product, for the used drug-coated device added information; the heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2026, the patient underwent an emergency for a branched thoracic endovascular aortic repair with a gore® tag® thoracic branch endoprosthesis (tbe) system and a gore® tag® conformable thoracic stent graft with active control system (ctag), as well as the accessory gore® dryseal flex introducer sheath (dsf2633). The tbe aortic component (tac) was implanted first in the aortic arch, followed by a gore® tag® thoracic branch endoprosthesis device, the tsb (tsb081706e, side branch, sn: (B)(6). This tsb device was able to put in the target location using the through-and through wire, and reached the left subclavian artery, lsa. Reportedly, during tsb placement an angle was formed between the portal of the tac component and the lsa, it became acute angle. The physician could still cannulate in that steep angle and tsb device was advanced through the tac portal. Then, the tsb inadvertently self-deployed without activation of the deployment knob, and also it was noted a jumping forward into the lsa for unknown reason. Then, the physicians decided to complete the deployment to the full opened diameter. Subsequently, needed to extend with another tsb device (tsb081506e) in order to achieve sufficient overlap within the tac component portal. Once the first tsb device was fully open, they attempted to remove the catheter shaft and noticed that the nose cone (leading olive) with the proximal portion had remained in place, was not retrievable when pulling the device catheter out. Therefore, they used another sheath from the arm and used the through-and-through wire to kiss/touch the nose cone with the proximal portion and could be pushed to the other dryseal sheath at the femoral access. Finally, they could retrieve the nose cone safely. After removing the catheter, it could be observed that the catheter was broken at the trailing end at the level of where the distal end of the device would have been located. The procedure was continued with the deployment of the second tsb in the lsa to assured overlap into the tac portal. All went successfully. The gore® ctag device was implanted further distally in the descending thoracic aorta and the procedure was completed. The patient tolerated the procedure.